Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
As per technician in cath lab at (B)(6) he reported that on (B)(6), during insertion of a sensation plus 50cc intra-aortic balloon (iab) catheter for a high risk patient that the wire got stuck in the catheter. The patient had left heart catheterization, cad and a left main lesion. The iab was bridge to surgery. The clinicians stated that they used the wire that was in the kit. They had to obtain a second catheter and it was inserted without incident. There was no injury or harm to the patient.

Manufacturer narrative:
09/08/2017 (B)(4). The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter with the one-way valve attached. The guide wire was found to be unraveled near the j-tip and could not be used for testing. One kink was found on the catheter tubing near the y-fitting approximately 75.9cm from the iab tip. The technician attempted to insert a 0.025¿ laboratory guide wire through the inner lumen of the returned iab and found that the inner lumen was occluded. The technician was unable to clear the occlusion, however evidence of dried blood was observed at the tip of the guide wire. The condition of the iab as received indicated an occlusion in the inner lumen. This can cause difficulty inserting or removing the guide wire through the inner lumen. The condition of the guide wire being unraveled likely occurred when the guide wire removal was being attempted during therapy or during its actual removal from the iab after therapy, since they were reported to have been removed from the patient together, as one unit. The evaluation confirmed the reported problem. Blood clotting within the inner lumen will seal the passage. It is difficult to determine when the occlusion occurs, however, if this occurs during the procedure it will be impossible to flush or aspirate through the inner lumen. It can also cause poor or no pressure waveform and guide wire insertion or removal difficulty. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4); record # (B)(4).

Event description:
As per technician in cath lab at kaiser fontana he reported that on (B)(6), during insertion of a sensation plus 50cc intra-aortic balloon (iab) catheter for a high risk patient that the wire got stuck in the catheter. The patient had left heart catheterization, cad and a left main lesion.the iab was bridge to surgery. The clinicians stated that they used the wire that was in the kit. They had to obtain a second catheter and it was inserted without incident. There was no injury or harm to the patient.